Manufacturer narrative:
One ensite x to ampere 60¿ cable (acbl) was received for evaluation. The reported event was able to be duplicated by resistance testing. It was observed that channels 36 (no line) and 44 (ablation 2) were electrically open. This would cause non-functionality to the ablation 2 line from the ampere to the amplifier. Based on the investigation and information provided to abbott, the reported event was able to be confirmed, and the root cause was attributed to electrical opens within the ampere connect cable. The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During the svt procedure, signal issues resulted in a delay in procedure. Upon insertion of the tactiflex ablation catheter, it was noted that electrode 2 appeared distorted. The catheter in se port 1 was unplugged and re-plugged after deleting the catheter from the catheter list. The amplifier was rebooted. The tactisys and the green to yellow ablation cable for the tactiflex were both replaced and the ampere was rebooted. All cables from the tactisys were disconnected and reconnected. The issue was not resolved so the catheter was replaced with no resolution. The ampere connect cable was replaced to resolve the issue and the procedure was completed with no adverse consequences to the patient.